Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This device is not manufactured by zimmer biomet us; however, this report is being filed as zimmer biomet in (B)(4) manufactures a similar device under 510k number k993956. Product requested, not yet returned.

Event description:
During a hip fracture fixation procedure, the nail became deformed. The nail was removed and another nail was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Visual inspection confirmed reported condition as the distal tip of the nail is deformed. The deformation may have occurred during insertion into the medullary canal; however, a conclusive root cause of the event could not be determined with the information provided.